Event description:
The account reported 8 patients with critical high results for the architect magnesium assay, which were within the reference range when repeated on the second architect analyzer in the lab using the same reagent lot. The account provided data from one patient. This patient sample generated a suspect result of 6.9 mg/dl, which when repeated on the second instrument generated a result of 1.4 mg/dl. The same sample was retested on the first analyzer and results of 1.8, 1.7, 1.7, 1.8, 1.9 mg/dl were generated, which were still higher than the result generated on the second analyzer. No impact to patient management was reported.

Manufacturer narrative:
Further investigation of the complaint issue identified that this instrument, refurbished by diamond diagnostics, had incorrect tubing installed. The incorrect tubing had a larger diameter than the correct tubing, which may cause intermittent leaking. Leaking of the cuvette and probe wash tubing can lead to inadequate cleaning of the cuvettes or probe causing incorrect results. As a result of the above, a product deficiency was identified and field action fa29may2015 was taken to address the issue. The following corrective and preventive action has been taken: abbott diagnostics division contacted the four impacted customers to explain the situation and instructed them to immediately discontinue use of the affected architect c8000 instruments. All impacted customers acknowledged receipt and understanding of this issue on may 29, 2015. All four impacted customers received a replacement architect c8000 analyzer.

Manufacturer narrative:
Additional information regarding additional patient results has been added . A correction to the product size code has been added. Product evaluation is still in process and the results will be submitted in a follow-up report.

Event description:
Additional information was received indicating an ongoing issue with falsely elevated mg results. The customer reported patient results of 8.6 and 5.5 mg/dl generated on the suspect architect analyzer and repeated within the normal range on another analyzer. No impact to patient management was reported.

Manufacturer narrative:
Product evaluation was performed in order to investigate this issue. Abbott field service representative was dispatched. While troubleshooting, the fsr observed intermittent leaking from the cuvette wash pump valve tubing and the probe wash pump valve tubing. This tubing, as well as the reagent valve to wash cup tubing and the degasser was replaced to resolve the issue. There were no additional discrepant magnesium results observed after the parts were replaced. No systemic issues or adverse trends were identified for the parts replaced. Based on the investigation results, no product deficiency or malfunction were identified to be related to this issue. The issue was resolved through normal troubleshooting procedures. The customer was referred to the instrument operators manual which provided the probable causes and corrective actions related to this issue.

Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted when the evaluation is complete.